Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an aortic aneurysm. The supracore guide wire was used to deploy a proglide using a pre-close technique then exchanged for a 12f non-abbott sheath to perform an endovascular aneurysm repair (evar) using an iliac branch endoprosthesis (ibe). When removing the supracore, it was noticed there was stretching of the coils on the floppy tip and a possible break. It was confirmed that the wire was not separated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported stretched coils were confirmed. The reported break was unable to be confirmed as the wire had no visible breaks noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported wire break and stretched coils appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.